Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. Visual and functional evaluation noted no abnormalities in the handle. Visual and functional testing of the returned product confirmed the product, as received, met release specifications. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter: during laparoscopic low anterior resection ( lap lar ) procedure, the device did not fire. Replaced by new reload and worked fine. The procedure was completed with another device. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The device was not reprocessed/re-sterilized prior to use. Patient status: unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.